Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a hard fall which damaged the device in her back. The device was replaced and moved to her other side.